Manufacturer narrative:
(B)(4). Date sent: 02/04/2020. D4: batch # r59n40. Additional information was requested, and the following was obtained: patient had bleeding at the hemorrhoids site. Dual confirmation one by plastic to plastic firing of the gun and second the purse string cutting post firing were. The orange line/indicator was within the firing rang. Cut line was fully circumferential. It did staple but incomplete firing/staple line was observed leading to bleeding. Staples missing from staple line status is unknown. Staples deployed looked b-shaped. Due to oversight lot no was mistyped the correct lot no is r94y3y. Device analysis: the analysis results found that the pph03 device arrived with no apparent damage. The breakaway washer uncut and indented and there were no staples present. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The condition of the washer indicates that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. Before firing the device, the orange indicator should be fully within the green range of the gap setting scale and the safety should not be released prior to firing. Also, if the firing sequence is not fully completed (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk.   A valid lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.   Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please clarify if there was any patient consequence? What confirmation was received that the device was fully fired? Where within the gap setting scale was the orange indicator prior to firing? Did the device cut? If the device cut was the cut line fully circumferential around the target tissue? Did the device staple? Was the staple line complete? Were there any staples missing from the staple line? What was the appearance of the deployed staples (b-formation, irregular, straight legs)? Lot# r49y3y provided was reviewed and was found to be invalid. Do you have the correct batch and/or lot number for the device?

Event description:
It was reported that during a hemorrhoidectomy procedure, the staples from the pph03 didn't fire properly, leading to heavy bleeding. Surgery was delayed 35 minutes. Monopolar and haemostatic agent used to manage the bleeding. The procedure was successfully completed.